Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became nonfunctional, with the user experiencing repeated device issues and multiple hyperglycemic events; engineering logs showed insulin supply and infusion set alerts including insulin low, insulin very low, out of drug/change insulin, persistent high glucose, and infusion set expired, consistent with drug delivery interruption or depletion and screen unresponsive behavior. Symptoms included elevated glucose readings. Outcomes included the need for device replacement and additional supplies. Investigation included review of device logs and complaint history. Investigation of this case revealed persistent alerts for low or depleted insulin and an expired infusion set, which could contribute to hyperglycemia. It was concluded that the reported hyperglycemia was consistent with inadequate insulin delivery associated with low or exhausted insulin and an overdue infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.